Manufacturer narrative:
A complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned for evaluation. The result of the investigation is confirmed for the reported material split issue. The dilator tip was split and peeled back for a length of 5mm. It is unlikely that the dilator tip damage is manufacturing related, as a 100% visual inspection for device defects is performed during manufacture. The definitive root cause for the reported material split issue could not be determined based upon the available information received from the field communications and device evaluation. Instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: precautions: carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Take care when back loading the tip of the dilator over the guidewire to avoid damage to the dilator. (Expiry date: 05/2022).

Event description:
It was reported that during the procedure, the tip of the sheath allegedly split while trying to insert. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during the procedure, the tip of the sheath allegedly got split while trying to insert. There was no reported patient injury.